Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed damage to the power cord bay door. The bay was replaced. Stylus and cursor were found to be misaligned on the programmer display. The display's printed circuit board (pcb) connection was reset and the stylus was calibrated to the display. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer cord door had unspecified damage and required replacement. The programmer was returned for service. There was no patient involvement.